Event description:
The lay/user patient contacted lfs alleging that the meter was not counting down. The patient did not exhibit any symptoms or seek any medical intervention, due to the reported issue. Patient used a new vial of test strips and issue persisted. The technique of applying blood on the test strip was correct. The meter is not a new product (out of box). Meter was replaced. The complaint is being reported due to alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.